Manufacturer narrative:
The display was blank and the battery heated up due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.

Event description:
It was reported that the battery heated up after it was inserted into the insulin pump. Nothing further was reported.